Manufacturer narrative:
Concomitant product : dtba1d1 crtd implanted: (B)(6) 2016.

Event description:
It was reported by the patient that during a routine device replacement procedure, the physician stated that "one of the leads was not doing what it should be doing" and the patient questioned why the physician would not replace it. Follow-up with the physician's office was attempted to clarify which lead and what the issue was, but no information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.